Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the full height pocket a3 was failed to release and it requires maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to release pockets. A field service engineer discovered a medication liquid spill inside the drawer that caused the tray to malfunction. The fse cleaned the liquid, replaced the tray using apart from an unused device, and successfully recovered the drawer functionality. Full operational performance was verified after the repair. The system functioned as intended after the field service engineer troubleshot the device.